Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged having nodule in lungs, found on CT scan. The patient also alleged difficulty breathing/short of breath while using the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The event ocurred in canada and was filed as a us report in error. This report is being filed to indicate that the country of occurance was canada.